Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device does not confirm the stated failure mode. The returned insert has damage among the base, more than likely from extraction. A dimensional inspection was attempted, but the device was too damaged from the extraction to obtain accurate measurements. The clinical/medical investigation concluded that, per complaint details, the 11mm insert could not be seated to the baseplate; therefore a backup (size 9mm) insert was used without delay or patient injury. It was communicated that the requested clinical documentation was not available for inclusion in the medical investigation. It remains unknown if the patient exhibited any post-op laxity with the 9mm insert, or if the surgeon was satisfied with the surgical outcome as the patient status was reportedly unknown. The clinical root cause could not be concluded. The patient impact beyond the reported intra-op connectivity issue could not be determined; however, no patient injury or surgical delay was reported. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information and/or the product evaluation conclusion result in findings which are deemed clinically relevant, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after tkr surgery had been performed on (B)(6) 2021, the insert was dislocated while the patient was on rehabilitation. This adverse event was solved by a revision surgery on (B)(6) 2021. Current health status of patient is unknown.